Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to symptomatic uterine prolapse with cystocele and rectocele. It was reported that following insertion the patient experienced pain,lower back pain, pelvic pain, body pain, physical activity excelled on left side, no activity caused 30 lbs weight gain, bowel issues, stool is directed to the left and painful intercourse. Vaginal muscles felt swollen and like a tampon was only ½ extended to its destination. It was reported that patient underwent partial removal of mesh on (B)(6) 2012. No additional information was provided.